Event description:
The #10 blade broke in half during total knee replacement. Both pieces were retrieved and place in a sterile cup.

Manufacturer narrative:
Due to a recent FDA inspection, this MDR is being reported late as a result of a re-evaluation.